Event description:
False results obtained by customer when they use the test. They have never had problems like this with this product. When the blood work comes back, it is showing positive. No details available.

Manufacturer narrative:
Retention device testing performed. The retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml, 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Probable root cause: the urine sample was influenced by many factors. If the pt drinks too much water which will dilute the urine before the test, the urine may not contain rep levels of hcg and a false negative result may be obtained. As so, if pregnancy is suspected, a first morning urine specimen should be collected and tested. The sensitivity of home test may be higher than abon fhc-102 product (the cut-off of fhc-102 is 25miu/ml hcg). In that case, home test and abon fhc-102 product may show different results. Conclusion: this complaint is not confirmed. Manufacturing documentation for this lot number was reviewed. No abnormality had been observed.